Manufacturer narrative:
Additional codes added to section h6 evaluation codes result and conclusion. The following components were returned to medtronic for failure investigation: 1. Delivery proportional solenoid (psol) 2. Air/oxygen (o2) psol the delivery psol was visually inspected with no physical anomalies observed that may have affected the performance of the psol. The psol was installed in the test ventilator and powered on in service mode. All testing was completed successfully. The ventilator was restarted in normal mode, without issue. Ventilation was initiated on a test lung using settings for a 75kg patient at 21% oxygen. After allowing the ventilator to breathe for approximately 24 hours, no issues were identified. Conclusion: the reported event that a ventilator started leaking with a popping noise, an alarm was generated and stopped ventilating with the safety valve open and a ventilator inoperative message could not be duplicated. The delivery psol showed no signs of failure during testing. The air/o2 psol was received with foreign matter in between the poppet assembly and the seat carrier. The psol was installed in the oxygen slot of the test ventilator inspiratory flow module (ifm). When connected to wall oxygen, a significant leak was observed to be coming from the relief valve. When wall oxygen was disconnected, the leak ceased. The extended self-test did not pass. Conclusion: the reported event of a ventilator generating safety valve open and ventilator inoperative messages during ventilation could not be duplicated. The returned psol could not pass est, and therefore could not be tested in normal mode. The reported event of the ventilator leaking was confirmed. The probable root cause for the reported event is foreign matter stuck between the psol¿s poppet assembly and the seat carrier. The foreign matter can prevent the poppet from properly closing which can lead to leaks. The source of the foreign material cannot be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: the service engineer (se) inspected the device and verified the reported issue. The se replaced the air pressure solenoid (psol) and oxygen psol. The ventilator passed all testing per manufacturing specification and was placed back into clinical use. If the replaced part is returned for failure investigation, a supplemental medwatch report with the findings will be submitted once the investigation is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator started leaking with a popping noise, an alarm was generated and stopped ventilating with the safety valve open and a ventilator inoperative message. The patient was removed from the ventilator and placed on an alternate ventilator with no harm or injury.